Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during initial drain. The technical service representative (tsr) asked the home patient (hp) the troubleshooting questions. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was a patient line extension being used, but the hp could not answer as to whether or not it had been primed. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The tsr had the hp make sure the clamps were closed and cycle the power. The hc alarmed system error 2367 and initial drain. The tsr had the hp cycle the power again. The hc went to press go to start. The tsr assisted the hp with getting the set out. The tsr explained the alarm and that the hp could start over with all new supplies tonight. The tsr recommended that the hp contact her registered nurse (rn) about the alarm after the phone call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that he did not notice anything unusual about his supplies. After starting over with new supplies, therapy went well. There were no samples available and he did not recall the lot. Therapy since has been going well, and there were no adverse effects reported in relation to this event. The patient had told his nurse about the incident. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had contacted her about the event. He was doing well and continuing therapy on the homechoice. There were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.